Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that when the pump¿s battery was replaced, the basal rate reset to zero. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump was exercised successfully for 24 hours on a 1.0 unit per hour basal rate with no errors, alarms, or warnings. The pump was then powered off and then back on; the 1.0 unit basal remained in the pump¿s settings. The pump then successfully performed a normal 10 unit bolus and 10 unit audio bolus and both were recorded in the pump¿s history. The keypad buttons were tested and no hyper sensitivity was observed. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.